Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse tested the runtime for the batteries at room temperature and they both failed the run-time test. The batteries are 4+ years old and are due to expire next month. The fse suspects that the combination of cold weather operation and the batteries being at the end of the service life contributed to the unexpected behavior. Per the user guide, we recommend that the unit not be operated on battery if the cardiosave (and batteries) are outside of the recommended operating range of 50f-104f. The fse replaced both batteries, let them charge overnight, and completed run-time testing. The safety disk and tidal volume disk were replaced on expiration. The fse then performed calibration and all functional and safety tests as per factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while transporting a patient the cardiosave intra-aortic balloon pump (iabp) shutdown. No patient harm or adverse event was reported.